Manufacturer narrative:
Patient's identifier, age and sex were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient weight is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate.